Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer

Manufacturer narrative:
The event date is approximate. Customer contact information, mailing address and phone number were not provided.

Event description:
A consumer reported that their diamondclean power toothbrush metal shaft came off during use. A potential choking hazard was identified. No injury and no property damage were reported.